Event description:
It was reported by the rep that during use of the device in a pta angioplasty procedure, there were problems with two balloon stents. During an sfa, the surgeon ballooned the vessel but then the balloon appeared to be larger than stated in the package and broke intra-operatively. No further information is available at this time. It is unknown how the procedure was completed. There was no adverse event. The user was trained and the products were stored according to the labelling instructions.

Manufacturer narrative:
The device has been returned for analysis. However, the engineering report is not yet available and it will be submitted within 30 days upon receipt. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two products reported with this complaint and the associated manufacturer report numbers are 9616099-2015-00090 and 9616099-2015-00091.

Manufacturer narrative:
The device is available for analysis; however the device has not yet been received. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Please note that the gender of the patient is currently unknown. (B)(6). This is one of two products reported with this complaint and the associated manufacturer report numbers are 9616099-2015-00090 and 9616099-2015-00091.

Manufacturer narrative:
This is one of two products reported with this complaint and the associated manufacturer report numbers are 9616099-2015-00090 and 9616099-2015-00091. Complaint conclusion: during a pta (percutaneous transluminal angioplasty) procedure, there were problems with two balloon stents. Involving an sfa (superficial femoral artery), the surgeon ballooned the vessel but then the balloon appeared to be larger than stated in the package and broke intra-operatively. No further information is available at this time. It is unknown how the procedure was completed. There was no adverse event. The user was trained and the products were stored according to the labelling instructions. The device was returned for analysis. One non-sterile unit of long palmaz genesis 39 x 70mm biliary on opta pro 80mm was returned. Per visual analysis it was noticed that the balloon was previously inflated and deflated and an axial burst was noted in the balloon and dry blood residues were found inside of balloon. No other issues were found. A leak test could not be performed due to the axial burst noted in the balloon. The balloon length was measured and was found within specification. Sem analysis showed scratches and abrasion marks on the external surface that could be related to the balloon burst. The internal surface and marker bands did not present any evidence of damage. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17143676 revealed no anomalies or non-conformances that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ was confirmed for this product through analysis of the returned device. The exact cause of the axial burst could not be determined during analysis. Based on the information available for review, vessel characteristics (although unknown) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. Neither the DHR review nor the product analysis suggests that the burst experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken. The reported ¿balloon - incorrect length¿ was not confirmed by analysis of both returned devices as dimensional analysis was performed successfully. The exact cause of the reported event could not be confirmed. The devices performed as intended and therefore the reported event could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.